Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed no delivery. Troubleshooting was conducted and it was noted that the no delivery alarm was resolved by a reservoir change. Insulin exited the tubing with the new reservoir. The reservoir may have had a possible occlusion. Customer's blood glucose reading at the time of the call was 59 mg/dl. Customer declined to return or replace the reservoirs.